Event description:
During an ophthalmic procedure, the cord from the unit to the remote was smoking. After the procedure, when the o.r. Supervisor picked up the remote, she received a shock. There was no injury as a result.